Event description:
It was reported to philips that the rotating button of the geometry control module was defective, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed as planned on the same system as the reported problem did not impact on the procedure. The philips remote service engineer (rse) inspected the system remotely and identified a defect in the knob of the control module. Subsequently, the field service engineer (fse) performed an onsite inspection and confirmed that the knob was loose on control module. The defective control module was returned for further analysis, which revealed that the belly bar was broken, tabletop button was detached and table tilt and cradle buttons were damaged. To resolve the issue the fse replaced the control module. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.